Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and damaged high voltage output transistors were noted. The transistor damage was caused by hv delivery into a low impedance load. The cause of the low impedance load remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the ER after receiving multiple hv therapies. Upon interrogation, possible hv circuit damage and one or more hv aborted shocks were noted. The patient received several hv therapies due oversensing lead noise before the last hv therapy was aborted. Low hv lead impedance and fracture were observed. The lead was capped and the device was explanted. Patient was doing fine.